Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the md believes the cause could be the pump or a site issue. At the hosp, the customer was treated with an insulin drip. During the call, the customer explained that they had difficulty priming their set. The customer was educated on the proper priming technique. The pump passed the leadcrew test.